Event description:
It was reported that the pump exhibited error 1520. The device had a cracked front case. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found the downstream and upstream sensor were contaminated. Review of the event history log (ehl) showed an error. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the air detector, front housing assembly, and battery door. As a result, the air detector, front housing assembly, and battery door were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.